Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR: promus elite ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. Reference photo 01. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. A 38 x 2.75 promus elite mr drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. A 38 x 2.75 promus elite mr drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.